Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s family believed meal announcements were being used as corrections, with the brother advising the patient to announce more than a standard meal when glucose was elevated and to base entries on meal size rather than carbohydrate amount, which represents an improper or incorrect procedure related to user interface interactions. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and family, and analysis of information provided by users or third parties. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions for meal announcements consistent with improper method and user interface use. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.